Event description:
A vns pt's generator was explanted and returned to the MFR for analysis after an end-of-service (eos) replacement. During product analysis it was found an increased current consumption for the device, which potentially could have contributed to the eos condition. The increased current consumption was isolated to a leaky capacitor. When a known good capacitor was substituted into the generator module, the device performed according to functional specifications. The extent to which the leaky capacitor may have contributed to the eos condition cannot be determined.